Event description:
Patient received an infrarenal bifurcated device in 2003. At 6-year follow up, a graft migration was noted of 2cm with proximal and distal type I endoleaks. In 2009, the patient was treated with a cook zenith cuff extension and two limb extensions.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No trends or issues were noted. Device migration caused the endoleak; both are known long-term complications. Bifurcated device was implanted at the renals (not at the aortic bifurcation). Repair was successful. However, no conclusion can be drawn at this time.